Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed the reported issue. The rse attempted to review the logfile; however, it was not generated. Upon further inspection, the field service engineer (fse) identified that the x-ray pc was inaccessible and could not be powered on. The fse ordered and replaced the x-ray pc, completed the software installation, and restored the system backup. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcomes.

Event description:
It has been reported to philips that the system shut down and would not fully boot back up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.